Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during bolus and basal delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm, and while the customer was able to clear the alarm they were unable to rewind the pump. The customer does not recall any significant events leading to the motor error issues. The customer was advised to remove the pump battery to prevent continued alarms. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. However, the motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.